Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance value of 131 ohms. On average the impedances measurements are around 105 ohms. Boston scientific technical services (ts) suggested changing the out of range value to 150 ohms. No adverse patient effects were reported. This product remains in-service.